Event description:
It was reported during implant procedure, high threshold and phrenic nerve stimulation across all vectors in sub selected vein was noted. Physician decided implant a competitor lead instead. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.